Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a physician, who is trained in the use of the starclose device, successfully closed an arteriotomy site after a heart diagnostic procedure. Four days later, the pt returned to the hospital with fever of 102 degree, redness, and tenderness at the groin site. The pt was admitted and given vancomycin through a PICC line for 10-14 days. The site was cultured and found to be positive for staph. A cat scan and ultrasound were performed and there was no infection around the deployed clip. The infection was found only in the tissue tract. The physician remarked that he was attributing this to contaminate introduced by the pt >24 hours after the procedure was completed. No add'l info available.